Event description:
Customer alleged blood glucose results of 570 mg/dl and "200 something" mg/dl on the advantage sys when testing was performed back-to-back. The customer reported having no symptoms and self-treated with 0.75 units humalog based on the "200 something" mg/dl result. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement prod was sent.